Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load sequence was not followed when a new cartridge was loaded. Customer¿s blood glucose was 528 mg/dl and a manual injection was used to correct. Customer changed the cartridge and resumed insulin delivery to address the issue.